Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed on the same day and generated a negative result. Consumer had taken a covid-19 test (brand unknown) a few days prior and generated a negative result. The consumer was symptomatic prior to testing. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to their treatment.

Manufacturer narrative:
FDA UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211557 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 211557 and test base part number 195-430h / lot 206721. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211557 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.